Event description:
It was reported the programmer is slow and fails to reboot. The programmer was returned for repair. No patient complications were re ported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed incoming functional test and bench test. (B)(4).